Event description:
Oasis dry suction water seal chest drain: lot #444010. When sterile package opened, missing cap over sterile tip of the connector line that connects to chest tube. Cap was not found in packaging or attached to device.